Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 37," "defib fault 80" and "pacer fault 115" messages. Complainant indicated that there was no pt involvement in the reported malfunction.